Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that a surgery was delayed by more than 30 minutes due to a lot number discrepancy.